Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the inspection, it was confirmed that the thoracic probe could not be detached from the gray tracker. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - japan h3, h6: the tracker was returned for evaluation. Analysis found physical damage. The returned tracker had many nicks along the edges of the tracker. However, the tracker received known good instruments without issue. With markers attached and fully seated, the tracker displayed a good geometry error but a high divot error. The support from the array to the handle was bent causing the high divot error. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.